Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the needle was crooked. A leveen? Superslim? Was selected for use in a liver tumor ablation procedure. During device preparation, when the needle was unpackaged, it was noted that the needle was a little crooked. The physician elected to use the device despite this observation. Despite repeated insertion attempts, the physician was unable to appropriately position the needle. The needle was exchanged, and the procedure was completed without further issue. The patient was stable following the procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) investigation results: media review: media provided by the customer showed the device in a retracted state; analysis was unable to visualize the needles and confirm the reported allegation. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the needle was crooked. A leveen? Superslim? Was selected for use in a liver tumor ablation procedure. During device preparation, when the needle was unpackaged, it was noted that the needle was a little crooked. The physician elected to use the device despite this observation. Despite repeated insertion attempts, the physician was unable to appropriately position the needle. The needle was exchanged, and the procedure was completed without further issue. The patient was stable following the procedure.